Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). The patient reported that when her device would charge, her whole body would vibrate, which was awkward. Patient wanted to know if she had the device removed "if they would be looking for trouble." The patient added that when she first had the implant done she had a 10-day recuperation time. The patient said the unit never worked right. Additionally, it was reported the patient had the ins implanted to help following 2 car accidents and a spinal fusion. The patient reported she has always had trouble with her implant and had trouble getting the 8 coupling boxes when trying to charge. The patient said she had the device tweaked half a dozen times but was still unable to get her device to work. The patient then said several years ago her medical facility recommended that the patient have the device removed because it was dead and she could not charge the ins. The patient said she is not able to get spinal injections to the correct spot because the implant is in the way. The patient said her unit is done and patient said her manufacturer representative (rep) told her the device is "shot" and she cannot do anything with it anymore. No further complications were reported/anticipated.